Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The following cosmetic damage was also found on the device: minor scratches on the lcd window, cracked case at the display window corners, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; her up button was unresponsive. The patient's blood glucose at the time of incident was 58 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.